Event description:
Non target embolization of left buttock, labium, and other pelvic structures causing pelvic and abdominal pain following uterine fibroid embolization for single right-sided 6 cm uterine fibroid; the procedure also caused instant menopause. Date of use: one day in 2007. Diagnosis or reason for use: uterine fibroid embolization. Event abated after use stopped: no.